Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump is not giving her insulin and said her doctor advised her to get a replacement pump. She stated that the weekend prior, her pump went blank and that she had taken off the battery cap and put in another battery. She said that she had taken her pump off the day prior to take a shower and that her pump went blank again the day. Her blood glucose was around 300 mg/dl and she treated with a bolus. During blank display troubleshooting, the customer said that there was a crack around the battery cap and that the damaged may have occurred because the pump had been bumped. She was advised to discontinue use of the insulin pump and to revert to a back-up plan per her doctor¿s orders. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. Unit was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and stained address/serial number label.